Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. It was reported the patient was revised for dehiscence, cellulitis and infection and that only the insert was removed. The information for the insert was not provided to depuy customer quality in clinical investigation. Clinical notes have confirmed however that the reported adverse event is definitely not related to the depuy devices, rather it is related to the procedure. No additional event information or patient demographics were supplied to customer quality. A search of the complaints databases finds no other reports of infection against the product/lot code combinations. The investigation can draw no conclusions with the information provided. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Reopened for more information. Examination of the reported devices was not possible as they were not returned. It was reported the patient was revised for dehiscence, cellulitis and infection and that only the insert was removed. A lot specific search of the complaints databases against the insert was not possible as a valid product/lot code combination was not provided . Clinical notes have confirmed however, that the reported adverse event is definitely not related to the depuy devices, rather it is related to the procedure. No additional event information or patient demographics were supplied to customer quality. A search of the complaints databases finds no other reports of infection against the remaining provided product/lot code combinations. The investigation can draw no conclusions with the information provided. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
(B)(6). Update (B)(4): lot 13012281 new page added for this insert.

Event description:
(B)(4) 2013 update: lot number invalid.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.